Manufacturer narrative:
The field service engineer (fse) checked the analyzer and reported multiple abnormal aspiration alarms and replaced the sample probe. The sample probe was likely contaminated due to poor sample material quality. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The ldl reagent lot number is 870410. The cholesterol reagent lot number is 885933. The triglycerides reagent lot number is 908595. The expiration dates were requested but were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable ldl-cholesterol gen.3, cholesterol gen.2, and triglycerides results for two patients' samples tested on a cobas c 503 analytical unit. Sample 1: the initial ldl result was 0.306 mg/dl, which was deemed physiologically impossible. Sample 2: the initial cholesterol result was 30.3 mg/dl, and the triglycerides initial result was 11.3 mg/dl, which contradicts the ldl result of 128 mg/dl for the same sample.